Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -13/1.5/173 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was explanted and later on this same date in a separate surgery a replacement lens of the same length but different power was implanted. This resolved the problem. The cause of the event was reported as the device and noted "error in astigmatism data".

Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).